Event description:
Physician reported that a device was broken after use on a subclavian thrombectomy procedure.

Manufacturer narrative:
The original medwatch report erroneously reported the lot number for the atd 601 device involved in the incident has lot # 974598. The lot number for the atd 601 device involved in the incident is unknown.